Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
Inappropriate therapy due to noise was reported. During ICD check, impedance increase was found. This was regarded as lead failure. Lead replacement is planned. No patient complications have been reported as a result of this event.